Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing pain when using the stimulator. The patient is unable to wear the device for more than 15 or 20 minutes a day because he experiences pain on his side that only occurs when the stim is on him. It was later reported on (B)(6) 2022, that the patient spoke with his surgeon who advised him to discontinue treatment with the unit if he was uncomfortable.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3.additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrativeinvestigation summary:the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number m25354 received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view.the failure was not confirmed for the reported condition of the "experienced pain". The unit was tested, and the unit stopped beeping when the dummy load was entered. The spinalpak was tested using the battery burn-in stand-alone testing and clock lifetime test. The testing did not found any functional discrepancies. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time.review of complaint history identified (15) total complaints from (may 26, 2021) to (may 26, 2022) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Highridge medical will continue to monitor for trend.device usage:this device is used for treatment.a follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales representative that the patient experienced pain when using the stimulator. The patient was unable to wear the device more than 15 or 20 minutes a day due to pain. Per patient phone call, the patient spoke with the surgeon, and were advised to discontinue using the unit no additional patient consequences have been reported. The spinalpak was not returned for further evaluation.